Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the right eye of the surgeon side console (ssc2) was black. The customer checked the ssc2 viewer and both left and right eye were good. The surgeon moved from ssc1 to ssc2. The customer reported the issue after moving to the ssc2. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed system logs and found an error 121 pointing to right monitor of ssc serial number (B)(4). The tse asked the customer to power cycle the system and ssc circuit breaker for over one minute at the end of procedure. The procedure was converted to another da vinci system with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the hrsv. The system was tested and verified as ready for use. Isi has received the high resolution stereo viewer (hrsv) involved with this complaint and completed the evaluation. Failure analysis (fa) investigation replicated the customer reported complaint. In house fa installed the monitor and tested in the printed circuit assembly (pca) system. The system started up and failed without video. No image or video was available for review. An event verification confirmed the gastric bypass procedure was performed on the reported event date 28-july-2022 on system sk0093. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed an error 121 pointing to right monitor of the ssc with serial number (B)(4)related to the reported complaint. This complaint is considered a reportable malfunction event due to the following conclusion: the customer converted after the start of the procedure due to the surgeon side console (ssc) right eye was black. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.